Manufacturer narrative:
Concomitant product(s): bd plastipak 50/60ml (amber) syringe containing approximately 30.0ml of lipid; extension set (amber); filter extension set (1.2um); therapy date (B)(6) 2016. The customer¿s report of an underinfusion was not confirmed. Using the returned bd plastipak syringe, extension line and filter extension an infusion was started at 2.0ml/h and ran for >6 hours failure free. A performance verification procedure (pvp) was completed with the pcu and syringe module and all results were within specification. An internal inspection of the pcu and syringe module did not identify any ingress, damage or deficiencies. The system was subjected to a continuous infusion for >24 hours which was completed failure free. A review of the syringe module event log identified that on (B)(6) 2016 at 22:53:56 a bd plastipak 50ml syringe with a recorded volume of 49.63ml was loaded and confirmed. At 22:55:40 an infusion was started at a rate of 2.0ml/h. This infusion ran until the (B)(6) 2016 19:55:42 when the module alarmed "check syringe" and when the bd plastipak 50ml syringe was re-confirmed a volume of 31.4045ml was recorded. The calculated total volume infused during this infusion is 18.2246ml (49.63ml minus 31.4045ml) and not the expected total volume of 42.0ml with respect to the infusion rate and time (2.0ml/h and 21 hours), however during this infusion a total of 82 "syr_infusor_patient_pressure" alarms were recorded. The root cause of the under infusion was not identified. The high number of occlusion alarms throughout the infusion indicates that the cause of the occlusion had not been identified or rectified. The occlusions, the subsequent back-offs performed and the time to alarm has resulted in a perceived issue related to the syringe module, however the syringe module has operated and alarmed as designed and as configured by the user facility.

Manufacturer narrative:
A follow up report will be submitted with investigation results on completion of the device evaluation.

Event description:
A lipid and tpn infusion was set to administer via a PICC line at a rate of 2ml/h and 11.67ml/h. The report suggests that after 20 hours of infusion, there was still 40 mls of lipid left in the syringe. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.